Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application did not load to access the device. A field service engineer tested drawer 6.1 in the hardware test application, and all tests passed. The station was shut down, all cables in the drawer were reseated, and the station was restarted. The drawer was tested again in the hardware test application and functioned properly. The application was restarted, and the customer was able to access the drawer without any issues. The customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that application failed to load, preventing access to the device and drawer was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.